Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having some issues with three reservoirs. Customer stated he would connect them and the insulin pump would alarm no delivery. Then it was clarified the customer was having issues with the infusion sets. Customer is not returning the reservoir for analysis.